Event description:
It was reported that there was no power to the remote monitor, despite replacing the power cord. The monitor has transmitted in the past. The monitor will be returned and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power connector was loose and detached, causing the reported event.